Event description:
It was reported that this right atrial lead exhibited high capture thresholds. The physician believed that there was noise or oversensing, however boston scientific technical services found no data to support that claim. This lead revision procedure was postponed. No adverse patient effects were reported. Additional information was received, this lead was explanted and successfully replaced. This lead is not expected for return. No additional adverse patient effects were reported.